Manufacturer narrative:
This report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019 during a proximal femoral nail anti-rotation (pfna) implantation, the pfna-ii end cap cannot be inserted. After fixation of the distal unknown locking screw, the surgeon could not insert the end cap, though the surgeon tried several times. So, the surgeon decided not to insert the end cap because the patient was elderly and they did not plan to extract the implant. It is unknown if there was a surgical delay. It is unknown how was the procedure completed. Patient and procedure outcome were unknown. Concomitant device reported: unknown locking screw ( part # unknown, lot # unknown, quantity 1). This report is for one (1) nails: pfna-ii. This is report 2 of 2 for (B)(4).